Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.¿

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was receiving cgm values ¿within range¿ (no specific values reported). During this time, the patient began to feel incoherent, had no appetite and was ¿out of it¿. No medication or treatment was taken by the patient at this time and no bg meter comparison value was taken. The patient¿s wife called 911 and emergency medical services (ems) transported the patient to the emergency room (ER). The patient could only recall having his blood pressure checked by ems. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and treated with intravenous (IV) insulin. The patient could only recall one comparison set of values from his hospitalization, cgm value of 148 mg/dl and bg meter reading of 185 mg/dl. It was not specified when during the patient¿s hospitalization this comparison occurred. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.